Event description:
The customer reported a processor board failure. No symptom was provided. New info was obtained and the customer reported the device cardioverted on the t wave and not the r wave as expected.

Manufacturer narrative:
(B)(4). The customer reported a processor board failure. No symptom was provided. New info was obtained and the customer reported the device cardioverted on the t wave and not the r wave as expected. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.